Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unopened set identifying lot # 0061661177 was received for further evaluation. A visual, leakage, and iso tapper test was performed on the returned sample per specification, and no defects were found. In addition a leakage and tapper luer test was performed per specification with passing results. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the ultrasite leaked and chemo dripped on the floor. No injury reported.